Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via email "completely failed". Customer declined follow up from tandem technical support. Customer is currently out of warranty.